Event description:
Technician alleged that the head would not raise.

Manufacturer narrative:
Technician performed a function check on the bed and found that the shroud cover was on the CPR handle. Technician removed the cover from the CPR handle to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.